Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no external image when attempting to use pip. This issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, h2, h4, h6, h11. Corrected fields: e2. The device was not returned to olympus for inspection however, troubleshooting steps provided by technical assistance center (tac) was able to resolve the reported event. Based on the information probable causes such as material issues like degradation, mechanical issues like stress, wear, corrosion, electrical issues such as open circuits, short circuits, signal loss, component issues and other issues like settings, peripheral influences that may occur between components such as boards, connectors, switches, cables, sockets, power supplies, fans, memory without any design or manufacturing issue may have resulted in the malfunction. Furthermore, as the device was not returned a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The no image occurred when attempting the picture-in-picture (pip).